Manufacturer narrative:
A product investigation was completed: review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guides, the 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The returned instrument was examined and the complaint condition was able to be confirmed as a burr was apparent on the handles oblique hole. Pin gauges were utilized and the complaint condition was able to be confirmed the largest pin able to pass through the oblique hold was an 11.93mm gauge; a 12.00 pin was able to pass through the hole until it reached the bur. The drawing sets the tolerance for the feature at 12 +0.036/-0, as such it was determined that without the burr; the instrument would have been within specification. No definitive root cause was able to be determined however the failure mode is consistent with rough handling/wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information was not available from the reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an insertion handle would not pass through the drill sleeve for the 120 degree oblique screw during a sub trochanteric fracture procedure. A lateral entry femoral nail (lefn) system was being used. The nail had to be removed and the insertion handle switched out before proceeding. There was a 20 to 30 minute surgical delay due to the reported issues. The patient outcome is unknown. This report is 1 of 2 for (B)(4).